Event description:
During IV start hot pack device exploded approx 4 feet away from pt. Small amount of chemical exposure to left eye. Pt complained of burning discomfort, but with recommended h2o irrigation to eye, pt had no further discomfort. Ophthalmology stat consult. No further treatment needed. Pt using own eye ointment.